Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a continuation of d10: product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {{0195-heart valves}; implant date {n/.a}; explant date {n/a} h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a misload was not identified. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. At 80% deployment, the valve depth on the left coronary cusp (lcc) was not acceptable. The valve was recaptured. Subsequently, an infold was observed. The physician elected to deploy the valve and post-dilate using a 24-millimeter (mm) non-medtronic balloon. The post-implant bav resolved the infold. It was noted that the target implant depth was 3 mm on the non-coronary cusp (ncc) and lcc, but the valve was implanted deeper at approximately 5 mm on the ncc and lcc. It was further reported that a 20-minute procedure delay occurred, and the implant depth of the valve contributed to the infold. No adverse patient effects were reported

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34; product lot number {0012185675}; product type: 0195-heart valves; implant date n/a; explant date n/a continuation of d10: product ID {l-evolutfx-34}; product lot number {0012072330}; product type: {{0195-heart valves}; implant date {n/.a}; explant date {n/a} corrected data: e1. E3. Updated data: h6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.